Event description:
The ve lvas was implanted for use 2000. In 2001, the patient reported that approximately six times firing the past two weeks the lvad alarmed with a red heart alarm and stopped for 5 to 10 seconds. Also, the patient reported a large amount of black dust in the percutaneous tube vent line. On 2001, the patient was admitted to the hospital for observation and possible switch to pneumatic backup support. In 2001, the hospital reviewed the ve lvas operator manual and pneumatic backup support with the manufacturer. The physician planned a reoperation to replace the ve lvad as soon as the patient was hemodynamically stable. The manufacturer reviewed waveforms from the device and recommended the patient be switch to pneumatic support. On event date at (3:30am), the patient experienced another red heart alarm and the pump stopped. The patient was switched to pneumatic backup. Four hours later, the ve lvas system was vented again per instructions. At the time of the vent, the patient moaned CT lab were a tee was performed to determine the patient's status. The patient was then transported to the angiography lab where attempts were made to remove a clot in the patient's leg. In 2001 the patient showed no signs of brain function. 2001, the ve lvas was removed.